Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that no device issue was reported. The patient was treated for septic shock and volume overload, no mention of the pump itself or if the infection was due to the surgery per the physician¿s report. The cause for the hospitalization/symptoms was septic shock and volume overload (heart failure). The actions and interventions taken to resolve the issue was the patient was treated for septic shock. The issue was resolved, the patient has since been discharged from the hospital.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing gablofen via an implantable pump. It was reported that the patient checked himself into hospital day after pump replacement with hypotension and fever. The physician was unclear if the hospital visit related to the pump. They offered to send the pump report from previous day's pump replacement to implanting physician and the hospital the patient checked into, but the physician declined. The physician reported no change in the patient's mental status or in tone/spasticity. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved.